Event description:
A olympus representative reported on behalf of the customer, during a unknown therapeutic procedure the tip of hf-resection electrode "plasmaroller", roller, 24 fr., 12°-30°, esg turis broke off inside the patient. The broken piece as recovered and the procedure was completed with a similar device.